Event description:
Boston scientific received information that this pacemaker had previously been reprogrammed due to noise. There were no adverse patient effects at that time. The patient later reported they had passed out a few years ago while at the casino and felt electromagnetic interference (emi) had been the cause. The patient reported they felt fine after the syncopal episode.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.